Event description:
It was reported that the user was awakened by a ¿glucose falling quickly¿ alert from the ilet pump while asleep, noted glucose just under 80 mg/dl, treated with oral carbohydrates, and glucose increased to about 95 mg/dl; the user could not perform a confirmatory fingerstick and was unsure why the alert occurred. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and user education regarding alerts and glucose management. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.